Event description:
It was reported that the patient was experiencing dizziness and nausea. On device interrogation it was noted that there was possible loss of capture. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.